Event description:
During procedure the physician decided to change the microcatheter in order to re-access with the same guidewire. Upon attempting to insert the guidewire into the new microcatheter, the physician observed that the distal end of the guidewire was broken. The broken guidewire fragment was found in the first microcatheter used that was being exchanged. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned guidewire revealed that it was separated at 10.2cm from its nitinol distal end. The core wire was separated 11.3cm from its distal end. Approximately 1.0cm section on each side of the core wire was protruding out of the proximal and distal side of the nitinol section. The guidewire was bent at 108.0cm from its proximal end and kinked at 166.0cm and 166.8cm from its proximal end. The guidewire was examined along its length and it was observed that the proximal bond joint was conforming to its specifications. No other anomalies were found. The guidewire dimensions were also measured and determined to be within specification. Information available indicated that the guidewire was confirmed to be in good condition after unpacking. Based on the information available, it is probable that the damage to the guidewire likely occurred during the procedure. Therefore, a root cause or operational context has been assigned to this investigation.

Event description:
During procedure the physician decided to change the microcatheter in order to re-access with the same guidewire. Upon attempting to insert the guidewire into the new microcatheter, the physician observed that the distal end of the guidewire was broken. The broken guidewire fragment was found in the first microcatheter used that was being exchanged. There was no clinical consequence to the patient.